Event description:
It was reported by the aci international distributor that a male patient underwent a coronary interventional catheterization procedure on (B)(6) 2012. Access was obtained at the right femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram revealed no visible calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user of the mynx, selected the mynx vascular closure device 6f/7f to close the access site. It was reported that the physician failed to prep the balloon before the procedure. The balloon was in the patient's vessel, and the stopcock was closed after the black marker was fully visible in the inflation indicator. The physician held the device by the black handle and pulled the device towards the arteriotomy to achieve temporary hemostasis. The balloon came out of the sheath without having resistance. Afterwards, the physician checked the balloon and there was a very small hole in the balloon. The device was removed and the physician converted the patient to 20 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the next day ((B)(6) 2012) as originally scheduled with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon distal tip, approximately 6 mm from balloon proximal tip. No other source of leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. A review of the lhr was not possible as the lot number was not provided. Per the device IFU (instructions for use) the user is instructed to inflate the balloon and check for leaks in the balloon prior to use.